Manufacturer narrative:
(B)(4).

Event description:
Patient's health care provider contacted dexcom on behalf of patient on 02/16/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient stated values were about 50 points off. At the time of contact, no injury or medical intervention was reported.